Event description:
Additional information was received indicating that the crt-d and rv lead continued to exhibit high shock impedance measurements. There were no adverse patient effects and they will continue to be followed remotely.

Event description:
Boston scientific received information that high shock impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular lead through the remote monitoring system. Additionally, the physician did check the patient's impedance value all week and confirmed 129 ohms value. At this time, the device and lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.